Event description:
Healthcare professional reported a right side rupture and later reported ¿two nodular densities are observed in the axillary tail of the right breast characterized as reactive" and "inflammatory adenopathies, 7mm and 4mm" diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) lymphadenopathy: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device.

Event description:
Healthcare professional reported a right side rupture and later reported ¿two nodular densities are observed in the axillary tail of the right breast characterized as reactive" and "inflammatory adenopathies, 7mm and 4mm" diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "inflammatory adenopathies."

Event description:
Healthcare professional reported a right side rupture and later reported ¿two nodular densities are observed in the axillary tail of the right breast characterized as reactive" and "inflammatory adenopathies, 7mm and 4mm" diagnosed by ultrasound. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported a right side rupture and later reported ¿two nodular densities are observed in the axillary tail of the right breast characterized as reactive" and "inflammatory adenopathies, 7mm and 4mm" diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed opening on the device. Additional observation: lymphadenopathy; not observable as the event is physiological; lump/nodule; not observable as the event is physiological brown particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.